Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound-guided kidney biopsy through normal density tissue using the maxcore device. During the procedure, the device got stuck, and upon triggering, only the inner trocar fired, while the cutting cannula remained stuck. No coaxial needle was used, and the procedure was completed using another device. There was no reported patient injury.